Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella 5.0 device to replace an impella cp device for mechanical circulatory support. The patient had ongoing bleeding from the impella cp access site after removal, while on impella 5.0 support. As a result of the bleeding, heparin was withheld, and the patient was taken to the operating room for surgical repair. Additionally, the impella 5.0 device exhibited high purge pressure. The staff added tissue plasminogen activator (tpa) to the purge, and it was reported that patient's peak flow (pf) and pulse pressure (pp) improved. Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).